Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed. A field service engineer (fse) inspected the matrix drawer and found the reflective sticker missing from the latch arm. Installed a new sticker, verified functionality through hta testing, and confirmed the customer was able to access the storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix drawer failed every time it was closed. Temporarily wiggling the drawer allowed it to recover, but it failed again each time the drawer was reopened, repeating the same cycle, which located on ar obs. The customer attempted to recover storage space as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.